Manufacturer narrative:
Device evaluation summary: one reprehensive sample from the same lot code was sent in for further evaluation. The unit was submitted to a functional inspection, and no issues related to this customers reported failure mode were found. Therefore this failure mode was not confirmed. A device history record review was also completed and no issues related to this reported failure mode were found. All aspects of the manufacturing process were evaluated for any possible contributing factors into this type of failure mode. Carefusion/bd concluded that the most probable root cause could be related to the surface finish on the elbow. There is a ¿mirror finish¿ on the surface of these elbows that should allow the mask to be removed easily; however the ¿mirror finish¿ may be promoting a suction-type seal between the mask and the bag disallowing it to be easily removed. Carefusion/bd has notified the assembly personnel of this failure and retrained them on the assembly method between the elbow and the mask ensuring the proper pressure is applied and proper technique is closely followed. As an additional corrective action to prevent this from re-occurring, the mold tool will be modified to eliminate the ¿mirror finish¿ condition on the components.

Manufacturer narrative:
(B)(4) has received the complaint device and is currently performing an investigation into the reported issue. A follow up MDR will be sent once the investigation has been completed. (B)(4).

Event description:
The customer reported that it recently has become very difficult to remove mask from resuscitation bag. ¿mask seems very stuck and we have to really fight to force the mask off bag. It has been confirmed that during intubation the end-user had great difficulty disconnecting the face mask from the resuscitation bag after intubation¿. The customer reported a delay in ventilation. It was confirmed that there was patient involvement with no harm.